Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys had a communication error. No pt injury was reported.